Event description:
It was reported by service report that the fowler was stuck and difficult to raise because the gas cylinder was not operating properly. No pt involvement or adverse consequences are reported.